Manufacturer narrative:
Concomitant medical products: product ID: w2dr01 ipg, implant date: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited chronically high thresholds and rv lead warnings for high thresholds; high bipolar rv lead impedance and a polarity switch. The rv lead remains in use. No patient complications have been reported as a result of this event.